Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm an unspecified amount were unable to prime, were difficult to operate and were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when priming stated, no insulin flow when taking injectioin even if priming is successful consumer asked if she had to prime before every injection stated, her numbers were affected because she was not getting complete dosage stated, the issue has happened more than once but she has one pen needle to report from yesterday.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 investigation summary customer returned four used pen needles. It was reported by the consumer that no insulin flows during priming. The returned needles were visually inspected and was found that two of the needles have the non-patient end canula broken and the other two have bend non patient end cannula. Since the cannulas were broken and bend, we were not able to test for flow or other functionality. Most likely the cause of customer complains about clog, not getting complete dose or unable to operate, was because the broken and bend cannulas. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. The root cause cannot be determined as the returned sample was open.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm an unspecified amount were unable to prime, were difficult to operate and were unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when priming. Stated, no insulin flow when taking injection even if priming is successful. Consumer asked if she had to prime before every injection. Stated, her numbers were affected because she was not getting complete dosage. Stated, the issue has happened more than once but she has one pen needle to report from yesterday.